Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of the s3 error was not confirmed. The centrimag primary console was not returned for analysis and a log file was not submitted for review. The root cause for the reported s3 alarm was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(Date received by manufacturer) was inadvertently omitted from the previous report. It should have been 18apr2019.

Manufacturer narrative:
Approximate age of device: the age of the device is unknown. The primary console is not a single-use device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with an extracorporeal circulatory support pump on an unspecified date. It was reported that the primary console displayed an s3 error. Per the instructions for use, the s3 error is a system alert that prompts the user to exchange the primary console. This exchange was performed. No further information was provided.